Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc kenosha wi facility as part of a 50 pc. Lot in april of 2019. Evaluation of the returned instrument shows that the flush luer port cap is missing and the jaws are loose and slightly misaligned in the closed position therefore we are able to validate this complaint. This instrument was disassembled for further evaluation and it was determined that the bosses on the end of the drive rod (n00185) that actuates the jaws are damaged and that is what is causing the jaws to become misaligned when closed. We are unable to determine what caused the bosses at the end of the drive rod to become damaged but mishandling at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to release to customer as this is a standardized procedure at this facility for this product line.

Event description:
It was reported that the jaws of the applier was found misaligned after use. The applier was sent to our technical specialist who concluded it was unrepairable. It was purchased by the hospital in september 2019. Additional information: the user found the misalignment of the jaws for the first time after the operation; it had not been misaligned before use. The device held and applied a clip appropriately during use. The device was found defective right after the operation; it was not cleaned/sterilized.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaws of the applier was found misaligned after use. The applier was sent to our technical specialist who concluded it was unrepairable. It was purchased by the hospital (B)(6) 2019. Additional information: the user found the misalignment of the jaws for the first time after the operation; it had not been misaligned before use. The device held and applied a clip appropriately during use. The device was found defective right after the operation; it was not cleaned/sterilized.